Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.